Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's friend reported via phone call that his blood glucose level was around 400 mg/dl. He treated his blood glucose level with a sugar injection. Troubleshooting for high blood glucose level was declined. The customer had issues with the sensors. The device was not returned.